Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient has two extensions from the same lot. Device 1 of 2. Reference MFR report #: 1627487-2015-07638. It was reported the patient lost coverage on the right side of her neck following a car accident. X-rays were done and revealed one of the tails of the lead had been pulled partially out of the extension. Impedance issues were noted. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Correction: the following was omitted from the initial MDR: the patient had 2 extensions implanted with the same lot number (device 2).

Event description:
Device 1 of 2, reference MFR report #: 1627487-2015-07638. Follow up information identified the patient's extensions were replaced with new ones. The patient is now receiving effective therapy. The patient had 2 extensions implanted with the same lot number (device 2).